Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and tachycardia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information provided the reported mitral stenosis is the result of procedural conditions. A conclusive cause for the reported tachycardia cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient was admitted with acute pulmonary edema and heart failure, as well at atrial fibrillation. Prior to the mitraclip procedure, cardioversion was performed, to treat the atrial fibrillation. The patient's heart rate then slowed for a few beats and the patient then went into supraventricular tachycardia. Medication was administered to treat the increased heart rate, but the patient was not responsive to medical treatment. The physician continued with the mitraclip procedure. One clip was implanted without issue and the decision was made to implant a second clip. After grasping with the second clip, it was noted that the mean pressure gradient had increased to 8 mmhg and the patient's heart rate increased to 130 beats per minute. The decision was made to implant the clip, as the functional mitral regurgitation (mr) was reduced from grade 4 to grade 2. Two days post procedure, the patient's heart rate was 88 beats per minute and the mean pressure gradient was 6 mmhg. No additional information was provided.